Manufacturer narrative:
Based on the claim against the product by the customer noting recoverable error 23, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse called technical support for assistance with the diagnostic test engineering (dte) and gravity comp verify. The technical support engineer (tse) informed the fse to look at the yellow and red lvds connectors on the back of the remote arm controller (rac). The fse noticed the master tool manipulator (mtm) was replaced on the wrong console. The fse was going to replace the mtms on the ssc that had the issue with the new mtms, but those were dead on arrival. The fse used the mtms he placed on the wrong ssc and added them to the ssc that had the issue. The fse swapped the rac 1 and 2. Operational tests passed. System inspected, tested and verified as ready for use. The complaint regarding recoverable error 23 was not confirmed based on the field evaluation. The mtms that were dead on arrival was shipped back to isi. A review of the site's system logs for the reported procedure date was conducted by tse when customer called for assistance. Investigation revealed the following possible related system errors: 23 [wheel hardware fault: console2 rac2 (mtmr rac) reported a hardware fault in the wheel communication.} and 25594 [console2 rac2 (mtmr rac), wheel communication problems.]. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. The probable root cause of the alleged recoverable 23 error is attributed to the mtms was replaced on the wrong console. This complaint is considered a reportable event due to the following conclusion: the isi fse swapped the remote arm controller 1 and 2 and replaced the master tool manipulator (mtm) to resolve the issue after the procedure to resolve issue. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted prostatectomy radical with lymphadenectomy surgical procedure, the customer encountered a recoverable 23 error on the system. The customer recovered the error several times during the procedure. The logs confirmed error 23 pointing to the right master tool manipulator (mtm) / remote arm controller (rac) on the surgeon side console (ssc) 2. The customer continued with the case and requested the intuitive surgical, inc. (Isi) field service engineer (fse) to look at the system. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.